Manufacturer narrative:
Additional information provided in b.3. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. According to the provided information, field service engineer (fse) during site visit, exported the logfile and examined it using software but found no errors. The root cause could not be determined conclusively without further information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Review of the logfile for the day of treatment shows no error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user skipped gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows successfully performed treatments. The user performed an energy check before each patient. The measured energy was stabile. During one treatment the device was switched off during laser fired. The laser was switched on again. Treatment was restarted and finished successfully. The most possible root cause for this laser shut down, is the user pressed the emergency stop button by mistake. The root cause is user handling. The manufacturer internal reference number is: 2019-82466

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that in the middle of the procedure the laser switched off. The customer turned the laser back on and the laser passed all tests and calibrated successfully. The treatment was performed where left off. The patient was seen postoperatively and noted sight is good. Additional information requested.